Manufacturer narrative:
Evaluation results: the device was received with multiple deep scratches, indentations, and sticky residue on the exterior housing. The battery compartment has signs of previous battery corrosion on battery flat contacts, battery springs, and the back of the door. Evaluation found the pre-recorded voice message will not play when the unit is set to voice only and voice & tone modes, only a clicking sound can be heard due to a defective cob1 (voice chip). Being that the unit is nearly years old, it is likely that the cause is expected normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file# (B)(4).

Event description:
(B)(6) 2020 bd1 customer states that they have 5 alarms 3 of which have no power and 2 of which have unknown issues. Unable to troubleshoot further with no power and unknown issue. Customer states that they have tried new batteries and sensors pads. This issues still occur. They do not have the gtin information for these alarms. A troubleshooting template has been completed and saved to the drive. The date the issue was discovered is unknown and no incident or serious injury was reported.